Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes while supporting the patient. The customer also reported that the patient was subsequently switched to a companion 2 driver without adverse patient impact.

Manufacturer narrative:
The customer-reported high fill volumes were not able to be confirmed or reproduced during investigation testing; therefore a root cause could not be conclusively determined. The driver passed incoming functional test requirements and extended observation testing confirmed that the driver remained within the cardiac output and fill volume requirements as per specification. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4515 follow-up report 1.